Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number the device available? What were the indications for surgery? What specific bowel procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-operative leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that post op after a bowel procedure, the patient was brought back to the operating room. The surgeon reopened the patient and found a leak on the posterior of the lower anterior anastomosis. The surgeon found a pin hole size leak on the staple line. The surgeon over sewed the leak to address the problem. He also gave the patient a temporary diversion ostomy.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: is the lot number the device available? No what were the indications for surgery? What specific bowel procedure was performed? Lar. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? A surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I believe lower. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, complete. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No leak. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the post-operative leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The surgeon did not say, but he did say that the anastomosis was open about 2 mm. What is the current status of the patient? Doing well.